Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-jun-2026, a clindex notification was received via email indicating that information from a clinical study (shoulder arthroplasty registry, (B)(6)) had been obtained. The report stated that the subject underwent shoulder arthroplasty on (B)(6) 2017, during which a univers revers implant system was implanted. The implanted components included a size 39 glenosphere with 4 mm lateral offset, 3 mm humeral liner, non-augmented universal baseplate (small), press-fit stem fixation (size 6), and a size 39 suture cup with 2 mm posterior offset, with humeral inclination of 135° and version of 20°. On (B)(6) 2026, the subject experienced a shoulder dislocation while lifting the arm onto a couch without trauma or exertion. The subject presented to the emergency department where the shoulder was successfully reduced. At follow-up on (B)(6) 2026, imaging confirmed appropriate alignment, and the subject was prescribed physical therapy and use of a sling for two weeks. Clinical assessment determined that the event was unrelated to the implanted device.